Event description:
A healthcare professional reported that during intraocular lens (iol) implant procedure, a scratch was observed on the lens. It could not be used by the patient. Additional information was requested and no new additional information was received.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).